Event description:
The patient reported that she noticed the infusion device display showed "2.01---" and was continously beeping. She removed the power pack and reinserted a new power pack. The infusion device went into run mode and was operational. No physiological effects associated with this event. No medical treatment was required. No product is being returned.

Manufacturer narrative:
Product not returned for eval. Issue described to agbency in recall # 2183996-07/13/06-002-r.